Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port leading to an incorrect bonding during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was observed during the delivery process. There was no patient involvement. No additional information is available.